Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was not responding to treatment for the peritonitis. About a month after the onset of peritonitis, the patient was scheduled to have their catheter removed and they were to be transferred to hemodialysis. On the same day that the patient was going to have their catheter removed, they were diagnosed with coagulopathy. While in surgery, the patient passed away due to coagulopathy. An autopsy was not performed. The peritonitis event had not resolved prior to death. Dianeal therapies were reported to have been discontinued prior to the patient death. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent bag. The patient was treated with unspecified antibiotics at home in the same month as the onset of the peritonitis event. Eight days after the onset of the peritonitis; the patient was hospitalized for the peritonitis. During the hospitalization, the patient was treated with amikacin 500mg/day (duration and route not reported) and vancomycin 1gm/day (duration and route not reported) for the peritonitis. Hospitalization was reported to be ongoing. On an unknown date, the patient was retrained on proper aseptic technique. Outcome of the peritonitis event was not reported. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Additional information: the patient was born on an unreported date in 1966. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.